Event description:
The surgeon implanted a collamer lens model cc4204bf and was torn upon insertion. The lens was implanted and removed without patient injury. It was stated the msi-tf injector and sfc-25 cartridge were used, but the lot numbers were unknown.